Event description:
The pt received a scs system on (B)(6) 2010. During the surgery to reimplant the pt with new leads, the physician observed signs of infections at the pocket site and decided to remove the ipg. It was (B)(6). The pt was treated with oral antibiotics therapy. (Reference MFR report # 1627487-2010-02830).

Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilisation records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.